Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 30 during the load process. Reportedly, the customer successfully reloaded the cartridge and resumed insulin delivery. Additionally, an occlusion alarm occurred. A system check was performed verifying the occlusion alarms and a crack/ damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed. Customer's blood glucose level was 250mg/dl.